Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. Upon device interrogation, it was noted that the right ventricular lead had been reprogrammed to unipolar pacing possibly due to observable pocket stimulation. Since the patient was pacing dependent, the physician elected to cap and replace the lead during the (B)(6) 2020 procedure. The patient was in stable condition.